Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between march 28, 2023, and april 3, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. No growth was found. Results from the destructive sampling did not correlate with the results from the original clinical sample of micrococcus luteus and acinetobacter genomospecies. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check, plastic distal end cover insulation, and forceps passage were unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A similar complaint from the same facility was patient identifier (B)(6). A similar complaint from another facility was patient identifier (B)(6). The root cause of the issue could not be conclusively specified. The case sample was excluded from the pms study as it did not meet the reportable criteria and was investigated as a positive culture. The relationship between the subject device and the event was unknown from the following investigation results: · although bacteria were detected at the first culture test, they were not detected from sampling at the subsequent test after the device was dismantled. · the device inspection did not confirm physical damage of the device. · there was no obvious deviation from the instructions for use on reprocessing steps at the user facility. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for twenty-six (26) colony forming units (cfus). The following microorganisms were identified; micrococcus luteus and acinetobacter genomospecies. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. The scope was placed in the oer-pro number five (5). Process controls were not performed prior to reprocessing. An olympus endoscopy support specialist (ess) visited the customer on march 28, 2023, to perform an observation of the reprocessing techniques. The customer used prolystica detergent, steris corporation. The facility technician opened the instrument channel outlet of the distal end but did not attach the suction cleaning adapter because the facility used the scope buddy plus and was following the instructions and guidelines of that product. Additionally, the facility technician removed the scope from the sink and placed the scope in a bin. The scope was inspected under a lighted magnifying glass and then placed in the aer. The scope was not dried before placing in the aer. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to provided the updated legal manufacturer's final investigation. Acinetobacter genomospecies is a gram-negative aerobic coccobacillus. While there are a number of sub-varieties of this species, only one (sp. #9) is listed on the high concern organism list. Even though this species is under-research, it has been a growing occurrence in nosocomial infections, but is not well documented in the realm of gastrointestinal health. Micrococcus luteus is a gram-positive, bacterium, classified as low concern organism. It is most commonly found in soil, dust, water and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. No delays observed during end of ercp procedure and beginning of reprocessing. The endoscope did not show and deviations / non-conformities during visual inspection during the sampling process. This duodenoscope was ran through an hld cycle in an aer that was not authorized for the study. It is noted that site staff entered the sampling space whilst sampling was ongoing. No delays observed during end of endoscopic retrograde cholangiopancreatography (ercp) procedure . All 12 required scope sampling points were sampled. Growth was recovered from 0/12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified pseudomonas (hc). Acinetobacter genomospecies is identified as a hc organism per the olympus protocol, but not the FDA definition. Micrococcus luteus is identified by neither. Based on the sponsor¿s literature research, both micrococcus luteus and acinetobacter genomospecies have not been described in literature as being associated to patient infection via contamination during ercp. Due to these organisms being highly common to find in the form of environmental contamination, it is possible that the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment instead.